Event description:
A medtronic pioneer catheter was inserted in a pt for the treatment of a cto sfa lesion site. The needle was deployed and retracted as part of the prep procedure with no noticeable issues. The device was inserted into the pt, but the pioneer needle could not hit true lumen after multiple needle deployment attempts and different depth setting. The physician decided to remove the catheter and re-wire and start over. The device was removed without any problem. When the physician went to re-load the pioneer catheter, it was noted that the needle was not fully retracted into the catheter and was sticking out about 1mm. The physician attempted to retract the needle by pulling the deployment handle, but the needle would not retract. No damage occurred to the vessel when catheter was removed. It was reported that the physician had tried multiple needle deployment settings and when at 7mm, the needle stop ring was not locked properly and the needle extended beyond the 7mm limit. The physician then used a second pioneer catheter and successfully completed the case. No additional clinical sequelae were reported and the pt was fine.

Manufacturer narrative:
(B)(4).